Event description:
It was reported that during a ptci procedure, in a ramus using a transradial approach, several guiding catheters were tested for co-axial seating prior to proceeding. The lesion was wired with a guide wire and a stent was advanced to the lesion in a direct stent approach. Resistance was encountered and the guiding catheter came out of the left main pulling both the guide wire and the stent out of the coronary system. The lesion was then pre-dilated and the pixel was advanced to the same spot. Resistance was again encountered and the guiding catheter came out of the left main again. This time, guide wire placement was not lost, but it was discovered that the stent had dislodged from the balloon and was now on the guide wire in the left main. The procedure was terminated and more pictures were taken which revealed a significant 95% lesion in the ostium of the circumflex and a 50% lesion in the left main. The patient was sent to surgery the next day to bypass the entire lca system. The patient is reportedly doing well.